Manufacturer narrative:
Concomitant medical products: w2dr01, ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited; oversensing, far field r-wave (ffrw) oversensing, noise, mirror image noise and an outer insulation issue. It was also reported the right ventricular (rv) lead exhibited mirror image noise. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.